Event description:
A pt was in the or for a tonsillectomy. Bovie forceps were used. After removal of the forceps, a burn was noted on the pt's lower right lip and tongue. The forceps had just been returned from being reinsulated.